Manufacturer narrative:
**UDI related data quality updates only** the UDI # was not entered due to omission in the initial report submitted on 12 november 2023 (est). We have received a request for resubmission by email from FDA's MDR data system team, and we herein submit a supplemental report with the UDI # added.

Manufacturer narrative:
Filmecc is conducting a retrospective review of world-wide complaints received after 510(k) clearance but prior to commercial release in the united states. This MDR is being filed based on the outcome of that retrospective review. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] no other similar product experience report was received from this lot. [Complaint history review] complaints about products of the same structure ((B)(4)) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation] the coil at the tip of the product was partially stretched and separated and the coil was unraveled about 15mm from the tip. It was confirmed that the diameter of the fractured part of the coil shrunk and that both sides of the cross section were stretched. Additionally, the ptfe coating were peeled off in a range of approximately 650 mm to 680 mm from the tip and approximately 800 mm to 770 mm from the proximal end. Based on the information obtained and condition of the produt, during the process of trying to pass through the lesion, it was presumed that the tip of the product was trapped in the calcified area, the coil near the tip and intermediate solder part was unraveled due to repeated rotation in the same direction while stuck, and tensile load was applied to the uraveled part at the tip during subsequent operation or removal, leading to the separation. It was also presumed that the outer diameter becme larger due to the unraveling of the coil at a position approximately 15 mm from the tip, which caused resistance with the combined device. In addition, the slight peeling of the ptfe coating in the range of approximately 650 mm to 680 mm from the tip was presumed to be caused by friction with the combined device and intermittent peeling of the ptfe coating in the range of approximately 800 mm to 770 mm from the rear end was thought to be caused by excessive contact with the torquer. As a result of above investigation, although it was concluded that this event was not attributable to product quality but to the procedure, we cannot completely rule out the possibility that the fractured fragments were left behind in the patient's body. Instructions for use (IFU) states below and no CAPA will be taken. [Warnings] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. ~do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage, damage of coating).

Event description:
It was reported that vassallo gt .014 g40 (the product) was used in a case of a lesion in the superficial femoral artery with severe calcification and occlusion rate was 100%. When the product was advanced into the lesion and the combined device was subsequently advanced, the physician felt abnormal resistance and the product became stuck, so the entire system was removed from the patient's body. When the product was removed from the combined device outside the patient's body, it was found that the ptfe coating was peeled off. The procedure was completed without any problems using another product of the same type of the product and there were no health hazard on the patient.